Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt ((B)(6)) was recently in a thunder storm and a nearby lightening strike. Immediately afterwards, the pt noticed the ipg was not functioning properly and stimulation could not be felt. Subsequently, the pt underwent surgical intervention where the pt's ipg was explanted and replaced, which resolved the reported issue.